Event description:
It was reported that the lead was not implanted due to high pacing lead impedance, high pacing threshold and no capture with a competitor device. A second lead had the same issues.

Manufacturer narrative:
The reported field event of high lead impedance, unacceptable threshold, and capture anomalies were confirmed in the laboratory and were due to excess medical adhesive found on the ring electrode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.